Manufacturer narrative:
Qn# (B)(4). The customer submitted one photo for analysis. The photo shows the juncture hub of a hemodialysis connector assembly. A portion of the juncture hub is circled in red. A faint mark can be seen within the circle; however, it was unable to be confirmed as a crack. The customer also returned one connector assembly and compression sleeve for analysis. The molded compression fitting was not returned. Signs of use were observed. Visual analysis revealed a small crack on the juncture hub of the connector assembly. Microscopic examination of the compression sleeve revealed minor indentations. No other defects were observed on any part of the assembly. Leak testing of the returned connector assembly was performed per amrq-000075 rev.17 which states "7.3.4 extension line liquid leakage: the extension lines shall not leak liquid when tested in accordance with the method given in annex c of bs en iso 10555-1." Bs en iso 10555-1:2023 states "apply a minimum pressure of 300 kpa. Maintain the pressure for a minimum of 30 s while examining the hub/connection fitting assembly and any other part of the catheter for liquid leakage, i.e. The formation of one or more falling drops of water, and record whether or not leakage occurs." Both luer hubs were individually attached to the leak tester. With the distal end of the metal cannulas occluded, the extension lines were pressurized to 305 kpa for 30 seconds. Leaking was observed from the connection between the metal cannulas and the juncture hub. Manufacturing was contacted as part of this investigation. It was confirmed that the root cause of this damage is likely related to the juncture hub molding process. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit instructs the user, "examine catheter and extension lines before and after each treatment for any signs of damage." The customer report of a cracked juncture hub was able to be confirmed through investigation of the returned sample. Visual analysis revealed a crack in the juncture hub. Functional testing confirmed leaking from the connection between the metal cannulas and the juncture hub. It was determined that the root cause of this damage is likely related to the juncture hub molding process. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "(B)(6) 2025, the doctor found the luer hub has crack in the extension line during use on the patient. The insertion date is (B)(6) 2025." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "24 apr 2025, the doctor found the luer hub has crack in the extension line during use on the patient. The insertion date is (B)(6) 2025." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".